Event description:
It was reported that the clip broke into two pieces while in use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with one intact clip remaining. The returned clip in the cartridge was found damaged along the legs near the pierced bosses and near the hook. R & d was consulted and the observed damage appears to be consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. Functional inspection was performed on the returned clip. A lab inventory clip applier was used. The clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clip. R & d was consulted and the observed damage to the clip appears to have been caused by improper loading of the clips or as a result of damaged appliers. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how or why the clip broke. The reported complaint of "clip broken" was confirmed based upon the sample received. The returned clip in the cartridge was found damaged along the legs near the pierced bosses and near the hook. Upon functional inspection, the clip was able to load properly into the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clip. R & d was consulted and the observed damage to the clip appears to have been caused by improper loading of the clips or as a result of using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot # 73h1700391 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces while in use.